Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture and "patient's concern with the product." Device has been explanted.

Event description:
Healthcare professional reported left side rupture and "patient's concern with the product." Device has been explanted.

Manufacturer narrative:
Device evaluation: a visual analysis of the returned device identified one extended opening and fold creases. A weight test of the device was performed and verified the device was underweight. A microscopic analysis was performed which identified one sharp crease opening, stress marks and wear/abrasion. Based on the device analysis the final assessment is: one sharp crease opening in the side radius assessed as a fold flaw opening.